Event description:
The customer stated the battery charger used to recharge the aed20 power stick emitted smoke and stopped working. No patient involvement.

Manufacturer narrative:
The device has not been returned, but is anticipated. Upon receipt and completion of the investigation, a supplemental will be submitted.